Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 6 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat stenosis at the outflow of the right forearm artificial vascular arteriovenous fistula. The venous side vascular graft was advanced with a 7f sheath and pre-dilated with a 6mm balloon. During deploying vsx device, high deployment force was experienced by physician. Considering the high requirement of precise positioning of vsx device at the target lesion, physician decided not to deploy and to remove the vsx device. Another 8f sheaths, a 7mm balloon and 7 mm x 10cm vsx device were used to complete the procedure successfully. Patient did not experience any adverse consequences. Partial deployment of the outer zipper is found from engineering evaluation of returned device.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. : patient age and weight are not available. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Code c19 - a review of the manufacturing records indicated the device met pre-release specifications. Code c21 - engineering evaluation: the engineering evaluation details observations made directly on the returned device in addition to device photos captured during evaluation. The complaint as reported is consistent with the findings during engineering evaluation. Partial deployment of the outer zipper and loose line at the knob are consistent with deployment difficulty. The source and timing, of the failure to deploy cannot be established through evaluation of the returned device because of differences between conditions seen in the clinical setting and those seen in the laboratory (i.e., patient anatomy, procedural conditions). The root cause of the reported failure mode could not be established with the available information from engineering evaluation. Code d16 - investigation conclusion is pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d15, investigation - the primary reported complaint of vsx deployment failure was confirmed. The vsx device was returned for evaluation with the outer zipper partially deployed and the endoprosthesis still constrained on the delivery catheter. Deployment of the returned vsx device endoprosthesis was not able to continue when pulling the deployment line from the hub or at the endoprosthesis. The cause of the stuck deployment line could not be established during evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.